Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events (bleeding and neurological dysfunction) could not be conclusively determined through this investigation. The patient reportedly fell at home on (B)(6) 2020 and was admitted to the hospital. The patient was alert and responsive upon arrival, and their inr was slightly supratherapeutic at 3.5 (goal inr range of 2.0-3.0). A CT scan and neurology consultation were ordered after it was discovered that the patient had intracranial and subdural hemorrhages. The patient experienced seizures and encephalopathy while admitted and was started on anti-seizure medications, had a tracheostomy and percutaneous endoscopic gastrostomy, and is now minimally responsive. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time no further information was provided by the account. The heartmate 3 lvas instructions for use lists other neurological event (not stroke-related) and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Neurological dysfunction is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient fell at home on (B)(6) 2020. The patient was then admitted to the hospital where patient was alert and responsive upon arrival to the hospital. The patient's inr was 3.5 with inr goal of 2.0 - 3.0. After being admitted, there was a CT scan and neurology consult after finding the patient had a intracranial hemorrhage and subdural hemorrhage. The patient experienced seizures, encephalopathy. The patient was started on anti-seizure medications, had a tracheostomy, percutaneous endoscopic gastrostomy (peg) tube placement and now minimally responsive.